Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation. Patient reported broken skin. The patient described the irritation as red, raised, and with a burning sensation. There was no alleged device malfunction contributing to the irritation. Patient was using an antibiotic ointment. The patient reported speaking to cardiologist about the irritation but there is no indication that the patient received medical intervention. The patient applied antibiotic ointment on her own. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.